Manufacturer narrative:
The customer reported that the cns (central monitoring system) randomly freezes. In the system event viewer, the cns gets error messages which the customer has sent to nihon kohden tech support for analysis. After reviewing the error messages, the problem was found to be a faulty ps2 mouse. The customer replaced the mouse and the cns is functioning normally. The customer also requested 2 hard drives to be imaged and shipped for preventative maintenance. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns (central monitoring system) randomly freezes. In the system event viewer, the cns gets error messages which the customer has sent to nihon kohden tech support for analysis.